Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken connector nut on the black power lead was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 32 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2000, (B)(6) 2021per time stamp). Events on (B)(6) 2000 and (B)(6) 2021 took place during lab testing at abbott; the clock was not set upon receipt due to the controller returning without a backup battery. There were no events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The damage to the locking nut on the black power lead did not affect the operation of the controller. The locking nut was able to function as intended despite its damage. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: fluid ingress and wire fatigue. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 6 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator noticed a broken connector nut on the black power cable of the patient's system controller. A controller exchange was successfully performed.